Event description:
This is the second device where the customer stated that the time the catheter was inserted into the sheath and the cord to the catheter was handed off of the sterile field to be plugged in, the catheter began to ablate without anyone touching the button on the catheter. At this time the patient experienced a great deal of discomfort. They then administered tumescent and proceeded with a successful treatment. Additional information was received january 26, 2015 indicated that the site believes the radiofrequency generator may have been a contributing factor. Please reference MDR: 2183870-2015-00043.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the defect was not confirmed. A root cause could not be determined. The investigation could not confirm the reported complaint. The test could not reproduce the reported complaint. Unit was checked for tz1 and tz2 on the ui controller pca for population. Verified correct cable ties. Battery checked good at 3.02v.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.